Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380662-25 distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated errors on the tornado axis on arm 2. Prior to calling in, they had rebooted system and tried recovering the fault. Technical support engineer (tse) had them power down the system and epo the robot with no change. Customer was converting to another robot from system sq0317 to complete procedure. Reviewed error logs and noted 23907 and 23002 errors reported by arm 2. The 23002 errors were reported by the distal set up joint (suj). The procedure was converted to another system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was completed robotically without problem after switching to the new robot. Case was for rectal cancer.

Manufacturer narrative:
Isi did receive a pn: 380662-25 distal set up joint (suj) da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and found to confirm the errors pointing to an overtravel limit with the pot encoder. Failure analysis was able to conclude that the searchlight in the tornado. The searchlight was inspected and contamination was found on the mirror and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a dirty mirror on the searchlight in the dsuj tornado. This issue can be resolved by contacting isi and having the fse replace the dsuj.

Event description:
Refer to h11 for follow-up information.